Manufacturer narrative:
Correction: section d4 (lot #). The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. Based on given information, the root cause was attributed to be user related. The failure was caused by possible inadequate use. Nevertheless more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history record for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
During axsos dt surgery, the drill bit stuck inside the drill sleeve after the drilling. The surgeon removed the drill bit from the sleeve by force, soft tissue had been entangled to the drill. When the surgeon removed the drill bit from the sleeve, the patient bone scraped a little extra. After that the procedure continued without problem.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device evaluated by MFR: device was discarded.

Event description:
During axsos dt surgery, the drill bit stuck inside the drill sleeve after the drilling. The surgeon removed the drill bit from the sleeve by force, soft tissue had been entangled to the drill. When the surgeon removed the drill bit from the sleeve, the patient bone scraped a little extra. After that the procedure continued without problem.